Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 20 mmol/l. During troubleshooting, the customer was able to prime after disconnecting and reconnecting the infusion set and reservoir. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will not be returned for analysis.